Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2317-70. Serial: (B)(6). Batch: 5154617/5154583.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a system explant procedure. The explanted device components where discarded.